Event description:
Consumer via phone stated that the round part of their oral-b dual clean brush head fell off in their mouth. No injury was reported.

Manufacturer narrative:
10-sep-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via phone stated that the round part of their oral-b dual clean brush head fell off in their mouth. No injury was reported.